Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be submitted when device analysis is complete.

Event description:
It was reported that the hcp was unable to pull the stylet from the catheter after placing it intrathecally. The catheter was stretched. The catheter was returned to the manufacturer for analysis and a new catheter was placed without a problem.